Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this device were high, but still within acceptable limits. It was also noted that oversensing of the respiratory sensor signal was occurring on the rv channel. The clinician programmed respiratory sensor off, which resolved the issue. The device was subsequently explanted and replaced due to normal battery depletion. No adverse patient effects were reported.